Event description:
Right atrial (ra) lead high thresholds, right ventricular (rv) lead triggered an alert for out of range high impedance measurements. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).